Manufacturer narrative:
Investigation conclusion: a correlation between the device and the report of thrombus could not be conclusively determined through this evaluation. Evaluation on (B)(4) did not reveal a device related issue. The pump was returned assembled with the driveline cut approximately 10¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU lists device thrombosis as an adverse event that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2019 the patient underwent a pump exchange to heartmate 3 due to suspected thrombosis. The pump was being returned for analysis. No further information was provided.